Event description:
It was reported that high out of range pacing impedances were noted on this right ventricular (rv) lead, triggering a lead safety switch to unipolar configuration. The impedances have gradually increased, and calcification is suspected. Technical services (ts) provided troubleshooting recommendations. This rv lead remains in-service at this time. No adverse patient effects were reported.